Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to its size. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, device and patient information. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
Additional information revealed that the patient and device information is unknown, therefore it is not known if this is an abbott patient and will no longer be reportable.

Event description:
Additional information revealed that the patient and device information is unknown, therefore it is not known if this is an abbott patient.